Event description:
This lv lead was implanted on (B)(6) 2007 and remains implanted at this time. An additional information received on (B)(6) 2018 confirming that diaphragmatic stimulation was also attributed to this lead. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).